Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure what were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product code and lot # what is physician¿s opinion as to the etiology of or contributing factors to this event the initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Describe medical/surgical intervention for exposure including dates and findings. What is the patient's current status?

Event description:
It was reported that the patient underwent gynecological procedure on an unknown date and mesh was implanted. Following the procedure, it was reported that the mesh went through the urethra. The patient already attempted laser removal. It was reported that remnants of mesh in urethra are causing severe pain. The patient is listed for surgery, complete removal of mesh vaginally and abdominally. Additional information has been requested.